Manufacturer narrative:
The product was returned and evaluated. Visual inspection confirmed the reported problem. Sharp blue burrs protruded from the irrigation openings and could potentially pose a risk to the patient. A review of the device history record found no nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause was determined to be a manufacturing issue caused by the injection mold.

Manufacturer narrative:
The product has been requested. This investigation is ongoing.

Event description:
The user facility in germany reported that during eye surgery, a 3x2mm corneal erosion was detected after using the irrigation cannula. The tip of the corneal irrigator was sharp-edged and there was plastic residue directly at the flushing hole. The sharp edge was very small (approx. 1mm). Due to the corneal injury, the young patient had to be observed in the hospital and treated with vigamox (moxifloxacin).